Manufacturer narrative:
(B)(4): if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4)-incomplete. The lot number is currently unavailable.

Event description:
It was reported via email from a sales rep that his doctor had an issue with the 60 degree ideal suture passer a few months ago, (no exact date) where the suture passing device was stripping as he pulled out the sutures in sliding, not grasping, position during a rotator cuff procedure. The procedure was completed with another like device with no patient consequences. The device was discarded.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a device history record review or a lot specific search in the depuy synthes mitek complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.